Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has intermittent oversensing with the possibility of t-wave oversensing (twos) and undersensing seen on stored electrocardiograms (egms). The lead remains in use. No patient complications have been reported as a result of this event.